Event description:
Patient developed fever, chills, rigors during treatment with column suggestive of transient bacteremia related to their central venous catheter. Patient was also undergoing concurrent radiation treatments for breast ca. Pt's 9, 10 & 11 treatments involved these symptoms. No further treatment done.